Event description:
The patient had a non-healing infected wound over the pump. The pump and catheter were removed, due to infection. The patient recovered without sequela. The medication being delivered via the pump was not reported.

Manufacturer narrative:
The pump and the catheter have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.